Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor had an episode with noise noted. The device remains in use. The patient was a participant in the reveal atrial fibrillation (af) study. No patient complications have been reported as a result of this event.